Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported leak was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the superficial femoral (sfa) artery. During preparation of the foxcross balloon catheter, fluid leaked from the proximal end of the shaft near the connection to the indeflator. The device was not used and there was no patient involvement. An armada balloon was successfully used to complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information was provided.